Manufacturer narrative:
The device was returned for evaluation. A visual inspection with the naked eye and magnification identified the pouch was not sealed with the set inside containing the patient line cut. The cause of the condition was determined to be a flow wrap damage during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia automated pd cycler set, the pouch was not sealed and the patient line was observed cut. There was no patient involvement. No additional information is available.